Event description:
It was reported that the infusion sets kinked and bent cannulas. The insulin pump did not alarm no delivery. The blood glucose reading was over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.